Event description:
It was reported that during a total hysterectomy procedure, the device was functional for about 40 minutes, then the error code "instrument" appeared at the generator screen. The device was used at mode 3 (coalogation) during the whole surgery. Our sales rep presumes that possible reasons for this defect might be first that there was contact to other metal instruments, and secondly the failure was possibly caused from activation of the device while partially clamped without tissue being present. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.